Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium (k+) results generated on the alinity c analyzer on three patients. Results provided: first sample = 7 / 4 mmol/l. Repeat on other instrument= 4 mmol/l. 2nd sample = 7 / 4 mmol/l. Repeat on other instrument = 4 mmol/l. 3rd sample = 7.0 / 4.0 mmol/l. Normal range (3.5-5.1 mmol/l). No impact to patient management was reported.

Manufacturer narrative:
During the subsequent site visit by the field service representative (fsr) inspected the analyzer and determined the gear pump assembly the likely cause of the issue. The fsr replaced the part. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fsr. The alinity ci series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.